Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file data confirmed the reported low speed/pump stoppage events associated with low flow alarms; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The submitted system controller log files cumulatively contained data from (B)(6) 2019 and recorded a transient low speed/pump stoppage event on (B)(6) 2019 at 7:09 pm, resulting in active low speed advisory/hazard and low flow hazard alarms. The captured interruption in pump function occurred while the system was connected to battery power and could be indicative of potential driveline wire damage. Two additional low speed/pump stoppage events were recorded on (B)(6) 2019 at 10:56 am and 10:58 am while the system was connected to the power module, resulting in low speed hazard and low flow hazard alarms. Although it could not be conclusively determined through this evaluation, these low speed/pump stoppages could have been associated with the distal end driveline replacement performed on (B)(6) 2019. No additional interruptions in pump function occurred throughout the remaining submitted log file data. The log file downloaded from the returned system controller contained data from (B)(6) 2019 and appeared to show the pump operating as intended with stable parameters until the end of the log on (B)(6) 2019 when a motor stopped command was received and the driveline was subsequently disconnected and external power was removed from the system controller, which is consistent with the report that the patient was transplanted on (B)(6) 2019. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 19.75 inches of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket appeared unremarkable. The clear bionate was discolored, but otherwise appeared unremarkable. Shield breakdown was observed adjacent to and 2.5¿ though 4¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. It was reported that the patient was ultimately transplanted on (B)(6) 2019 due to known internal driveline damage. The device was reportedly disposed and is not available for evaluation; therefore, the suspected internal driveline wire damage could not be confirmed. Heartmate ii lvas IFU: section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient underwent a heart transplant on (B)(6) 2019. The pump will not be returned as it was disposed however it was mentioned that the patient cable will be returned. No additional information will be provided.

Manufacturer narrative:
Description of event or problem and device evaluated by MFR: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic for a 2-year annual visit. Upon interrogation of the patient¿s log file, very frequent low voltage advisories and a few pumps off and low flow alarms were observed. The log file data showed one low speed event and one motor stop event on (B)(6) 2019 at 7:09 p.m. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues occurred while the patient was on battery. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. On (B)(4) 2019 manufacturer¿s technical services representative performed a distal end percutaneous lead (driveline) repair approximately 19 inches of external driveline. New driveline spliced into original driveline approximately 2.5 inches from exit site. Additional information reported that after the driveline repair, the patient continues to have intermittent low voltage but no pump stop or low flow alarms. The patient has been listed for transplant. No further information was provided.